Event description:
It was reported that the catheter was being used in a robotic mitral valve repair procedure. It was inserted and in a good position in the aorta. The balloon was used through out the case. Toward the end of the procedure while the surgeon was suturing the mitral valve the balloon ruptured. The surgeon removed the catheter and a new catheter was inserted and used to complete the case with no adverse pt consequence. The surgeon opined that he may have hit the balloon with the needle or that the atrial retractor near the balloon area may have pushed on the balloon. When the catheter was inspected by the staff at the account it was noted that the balloon has a circumfrecial slice in it.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet completed. Any further info, derived from the evaluation, will be submitted in a supplemental 3500a form.